Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no impact to the customer's blood glucose level. A system check was performed and the pump was found to be functioning as expected and there was no damage noted to the cannula. The customer declined to complete the system check with tandem technical support.